Manufacturer narrative:
The device was not returned for evaluation. This gown is not impervious and was possibly the wrong gown choice for performing this medical procedure. Differient levels (3) of protection, that the gowns afford, are indicated by colored neck bands. The gown used (95121) provides the lowest level (yellow neck band) of protection.

Event description:
A hospital reported blood strikethrough through the gown sleeve of a medical student who was perfoming a debridement procedure (wound cleaning). The patient was hiv + hepatitis c+. The hosp did not have a lot number.